Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a patient sample was obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The most likely assignable cause is analyzer related, as a within-run tropi es precision test was outside of ortho clinical diagnostic (ortho) guidelines, indicating the vitros 5600 system was not performing as intended. The ortho field engineer (fe) performed service actions and the following within-run precision was acceptable indicating the vitros 5600 system was performing as expected. Based on historical vitros tropi es quality control data, a reagent issue is not a likely contributing factor, however it cannot be entirely ruled out as the level 1 controls does not adequately evaluate performance of the vitros tropi reagent for samples with a troponin I concentration <url (0.034 ng/ml). In addition, pre analytical sample processing could not be ruled out as it could not be confirmed if the customer is processing the samples following the sample collection device manufacturer¿s recommendations and therefore, improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient result: 0.149 ng/ml vs. <0.021 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was reported from the laboratory; however, sample testing was repeated and a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).